Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that on (B)(6) 2020 the patient was admitted to emergency room for fever, painful urination and back pain. Urine cultures were negative, renal ultrasound was unremarkable, and spinal x-rays were stable. Blood cultures were found to be positive for enterococcus faecalis. The patient was started on ceftriaxone and ampicillin for a 6 week course. They developed urinary retention after attempts to discontinue a foley. Urology was consulted and alpha blocker was increased. The foley was left in per urology recommendation and an appointment was made to follow up outpatient. The patient was then transferred to nursing facility to complete intravenous antibiotic treatment. The outcome resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection, renal dysfunction, and patient conditions as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively established through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU lists various forms of infection and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.